Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx bifurcated stent graft system was implanted in the patient for the endovascular treatment of an unknown size aaa. Approx. 14 years post implant the patient returned for follow up. CT showed type ia with migration of the main body. Per the physician, the cause of the event was anatomy it was reported the neck was dilated and caused the main body to migrate and lose seal. It was additionally reported that all of the patients previous cts showed gradual sac regression and no endoleak no additional clinical sequalae were reported and the patient will be monitored.